Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that the customer received intermittent button error alarms. The customer's blood glucose was 195 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated the alarm could be resolved by battery changes. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.